Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that normal saline was infusing via gravity for approximately 20 min. The clinican administered an IV push of doxorubicin using a 60ml syringe and observed that the infusion line was leaking slightly onto to the blue pad and a small drop onto the patients arm. The line was immediately removed and the patients arm washed with soap and water. It was reported that the leak occurred at the" hard, immobile, plastic cuff just above the end of the line". There was no report of lasting harm to the patient.